Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's biphasic device delivers monophasic shock. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified that biphasic device delivers monophasic shock. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to faulty integrated circuit component u1, on the analog pcb assembly.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's biphasic device delivers monophasic shock. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.